Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. The reported event has been addressed by a corrective action which instructs the operator to ¿inspect packaging for inclusions, hair, contaminants and fibres¿. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product found debris in the sterile packaging. The reported event is confirmed. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is non-conforming and the root cause of the reported event likely is due to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02123. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.